Manufacturer narrative:
Received medwatch report number mw5100879. Additional information b5: the over infusion occurred during chemotherapy infusion of trastuzumab. The infusion was programmed at a rate of 185.71 ml/hr with a volume to be infused (vtbi) of 278.56 ml which should have run for 90 minutes but the bag was empty in 55 minutes and the pump still showed that it had vtbi to infuse. Additional information h10: the device was not returned to a servicing site but was evaluated by a baxter representative on-site at the user facility. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was tested for flow rate accuracy per the spectrum iq installation manual with passing results. It was identified that the head height (distance from the middle of the pump to the top level of the fluid in the container) was only set to 8 inches which per the spectrum iq operators manual should nominally be at 24 inches ± 2. The pump history log showed that only 155ml had delivered to the patient however if the bag was empty the back check valve could have air that would allow secondary bag to stabilize into primary bag. The cause was determined to be incorrect user set up. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused at a much higher rate than programmed during patient chemotherapy (medication, dose, programmed amount and delivery rate unknown). It was reported that there was no patient injury related to the event. No additional information is available.